Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base of grip tip. A piece approximately 0.1835" x 0.6020 " was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have a broken molded insulator and conductor wire at the distal end. All the broken pieces were not returned. Additional observation(s) related to customer complaint: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.3325" in size. Components adjacent to this broken molded insulator do show damage. The grip is broken. Additional observation(s) related to customer complaint: the instrument was found to have a broken conductor wire at the distal clevis. The broken conductor wire due to broken grip tip. The instrument failed the electrical continuity. No thermal damage was found on the instrument. The complaint regarding the broken off jaw was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument was found to have one side of jaws completely broken off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: one side of the jaws was completely detached but did not fall into the patient¿s anatomy. The issue was identified prior to the procedure during surgical set-up on (B)(6) 2025 and was resolved by replacing the instrument.